Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson¿s dual and movement disorders. It was reported the patient "had some issues". The caller explained the patient had a deep brain stimulation (dbs) on both sides and one side had to be removed because "it had some problems". The caller reported this occurred one or two years prior. The caller explained the side where there was no problem lasted a year and a half and the other side that had to be taken out only lasted a year. The caller stated the side was "the one they changed the most". The caller stated that the patients current ins was placed on (B)(6) 2018 and the ins before lasted two years.